Event description:
It was reported that failure to recapture filter occurred. The patient's supra-aortic vessels contained tortuosity. A left atrial appendage closure procedure was being performed with use of a sentinel cerebral protection system (cps) for embolic protection. A non-bsc 0.014" guidewire was used. A 7f introducer sheath was placed and the sentinel cps was advanced. Positioning and deployment of the distal filter was challenging due to the configuration of the aortic arch. The distal filter was deployed at the ostium of the left common carotid artery. At the conclusion of the procedure, during filter retrieval, resistance was felt, making it impossible to fully recapture the distal filter. The sentinel cps was removed carefully from the patient's anatomy without full closure of the distal filter. No patient complications were reported. It was further reported that resistance was encountered with the distal filter slider (#3).

Event description:
It was reported that failure to recapture filter occurred. The patient's supra-aortic vessels contained tortuosity. A left atrial appendage closure procedure was being performed with use of a sentinel cerebral protection system (cps) for embolic protection. A non-bsc 0.014" guidewire was used. A 7f introducer sheath was placed and the sentinel cps was advanced. Positioning and deployment of the distal filter was challenging due to the configuration of the aortic arch. The distal filter was deployed at the ostium of the left common carotid artery. At the conclusion of the procedure, during filter retrieval, resistance was felt, making it impossible to fully recapture the distal filter. The sentinel cps was removed carefully from the patient's anatomy without full closure of the distal filter. No patient complications were reported. It was further reported that resistance was encountered with the distal filter slider (#3).

Manufacturer narrative:
Device evaluated by MFR.: the sentinel cps was returned for device analysis. Visual inspection noted that the proximal filter was unsheathed, the articulating distal sheath was relaxed, the distal filter was unsheathed, and the distal filter slider (#3) was detached and kinked. The sentinel cps was returned with a non-bsc guidewire loaded, one portion protruding from the distal filter slider hub, and one portion protruding from the tip, and it could not be removed. Microscopic inspection noted the inner member to be broken. A functional test was performed. There were no issues with flushing through the front or rear handle ports. Flushing could not be performed through the distal filter slider (#3) due to the detachment. The distal filter was unable to be captured/retrieved using the distal filter slider (#3) due to the detachment and broken inner member. Procedural fluoroscopy media was provided to aid in the investigation and was reviewed by a bsc medical director. The initial three sequences pertained to the installation of the sentinel cps. The subsequent series demonstrated execution of the left atrial appendage closure (laac) with excellent results. Video one showed an attempt to advance the sentinel through the vasculature, which appeared to be tortuous. Video two showed installation of the proximal filter. The non-bsc guidewire was advanced in the topography of the left cervical vessels. During the attempt to install the proximal filter, the system likely lacked support, causing it to fall when advancing the distal filter. The system moved while the proximal filter was already open. The distal filter was possibly released in the aortic arch and subsequently retracted. No contrast injection was performed during the available videos to confirm the anatomy. Based on the available materials, it is not possible to reach a definitive conclusion regarding the difficulties encountered by the medical team.

Event description:
It was reported that failure to recapture filter occurred. The patient's supra-aortic vessels contained tortuosity. A left atrial appendage closure procedure was being performed with use of a sentinel cerebral protection system (cps) for embolic protection. A non-bsc 0.014" guidewire was used. A 7f introducer sheath was placed and the sentinel cps was advanced. Positioning and deployment of the distal filter was challenging due to the configuration of the aortic arch. The distal filter was deployed at the ostium of the left common carotid artery. At the conclusion of the procedure, during filter retrieval, resistance was felt, making it impossible to fully recapture the distal filter. The sentinel cps was removed carefully from the patient's anatomy without full closure of the distal filter. No patient complications were reported.